Event description:
Note: the date of event is unknown. According to the complainant, the locking adapter was broken within one week after placement. The device was replaced with another "button of the same size" (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The suspect device was not returned with the set. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. Device not returned with set.